Event description:
Per the clinic, the patient was treated with a course of oral antibiotics on (B)(6) 2020 (duration not reported) due to a suspected infection at the implant site. During the clinic visit, the patient's abutment was removed, resulting in device non-use. The patient is continuing to be monitored by their healthcare professional.